Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the root cause of the complaint. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions" based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4)

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and noted the lens was too long for the patient's eye. The lens was removed within the same surgery, with no patient injury. The patient returned the next day and a shorter lens (12.1mm) was implanted and the problem was resolved. The patient is doing well.

Manufacturer narrative:
Per medical review - accurate determination of anterior segment dimensions is key to the safety of implanted icls. Ubm was used as the sizing method, not wtw and acd as recommended per the FDA approved dfu. Safety and effectiveness of ubm methodology as well as appropriate nomogram for sizing are yet to be established at this time. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; size incorrect for patient. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).